Event description:
It was reported that during an ambulatory follow up the device showed 14% remaining battery remaining, where as last the battery showed more then 50% battery remaining. A request for data review was sent to technical services (ts). Ts reviewed the device data and confirmed that the power consumption was increasing in a gradual fashion and the device was malfunctioning and needed to be replaced. The device was explanted, but will not be returned as the physician decided to not return the device. No additional adverse patient effects were reported.